Manufacturer narrative:
Correction d1: from thermage flx system and accessories to thermage flx (tg-3a) system and accessories. The investigation determined the following: no treatment tip was returned for evaluation. A review of the manufacturing records showed all requirements were met. It was reported no system errors or anything out of ordinary occurred during treatment. The datacard logs were returned for evaluation. Based on the evaluation of the data, the handpiece and the system performed as expected. Based on the available information, no causal factors can be determined and no conclusions can be drawn. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. According to thermage flx system user manual (p009418-04 rev. A) burns and blisters are a known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 051021-005. Trending will be performed to monitor this issue.

Manufacturer narrative:
The log files were reviewed. Based on the evaluation of the data, the system, handpiece and thermage tip performed as expected. The review of the system/data logs did not indicate there is any handpiece or system issue present. The requested treatment tip was not available for return and thus could not be evaluated. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The investigation is underway.

Event description:
A user facility reported a patient burn on the lower neck. The patient was advised to use vasaline and is healing. It is unknown if there will be scarring. The facility is unaware of any other treatments in the same area within the last 90 days. The patient received the full 900 pulse treatment and the highest energy level used was 2.5-3.0. No system errors occurred and nothing was noticed that was out of the ordinary during treatment. Three containers of solta medical croygen and coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and nothing was noticed. The treatment tip was re-inspected every 75 pulses. This was the first time the treatment tip was used. The user discarded the treatment tip.